Manufacturer narrative:
This follow up report is being submitted to report additional information. UDI# (B)(4). On (B)(6) 2019, it was reported that loss power, noise room broken. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated electric dermatome serial number (B)(4) two times as documented in the vdoc service portal. The last repair was (B)(6), 2018 where it was reported that the device does not function and the device was recalibrated. This is not a related issue. Product review of the electric dermatome by flextronics on (B)(6), 2019 revealed that the calibration was out of specifications at the zero setting only. The motor speed was below specifications and the control bar was in the correct position. The width plate screws were missing. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by flextronics on (B)(6), 2019 which included replacement of the control bar assembly, set screws, fine adjustment cams, motor, needle bearing, and width plate screws. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by flextronics it was noted that the device operated below motor speed specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the device operated below motor speed specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that there was strength loss and sound of broken device. There was no medical intervention and or additional surgical procedure required. There was no harm or injury to the patient or operator. There was another device used to complete or finish the surgery. There was a 30 minute extension or delay in the surgical procedure. No adverse events were reported as a result of this malfunction.

Event description:
It was reported that there was strength loss and sound of broken device. There was no medical intervention and or additional surgical procedure required. An additional graft was taken. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device has been returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up/final MDR will be submitted.